Event description:
It was reported the right ventricular (rv) lead had impedance in the 200 to 300 ohms range. It was decided to maintain the rv lead given this impedance range. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.